Manufacturer narrative:
The device has not yet been returned for eval. A review of the lot history record does indicate any manufacturing problems. If the device is returned and further investigation can be made, a follow up report will be issued.

Event description:
The customer reported a problem with the device stating "while removing the guidewire during the left ventricular lead implant, approximately 5cm of the distal end of the guidewire broke off and now remains in the coronary sinus. The physician will not remove the guidewire portion and will monitor the pt.